Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 516 mg/dl. Customer treated their high blood glucose level via manual injection. Customer declined to troubleshoot for high blood glucose levels. Customer was advised to follow up with their healthcare provider and follow their doctor¿s instructions on how to properly treat their high blood glucose levels. The insulin pump was not returned for analysis.